Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the stimulator turned off sometimes without her turning it off. Patient stated she did not realize the implant was off until her back started hurting and she would connect her controller and see that the stimulation was off and she would have to turn it back on. Pss recommended patient follow-up with hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not aware of any circumstances leading to the issue. The patient was planning to meet with a rep asap once the virus was over. No further complications were reported.